Event description:
An insurance company is making a claim under reference number (B)(4) and alleging that a heating pad was the cause of an injury. There was not a report of property damage with this incident.

Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
An insurance company is making a claim under reference number (B)(4) and alleging that a heating pad was the cause of an injury. There was not a report of property damage with this incident.